Manufacturer narrative:
Device evaluation by manufacturer: unit was returned with the rotapro atherectomy device for the related complaint (B)(4). Inspection of the device found multiple kinks at the proximal end, as part of overall visual revision. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. Microscopic and visual inspection of the device found multiple kinks at the proximal end. Functional testing as performed. The rotawire was able to be advanced and withdrawn from the returned rotapro device with resistance due to kinks in the wire.

Event description:
It was reported that the rotapro became stuck to the rotawire. The target lesion was located in the mildly tortuous left anterior descending artery (lad). A rotapro 1.75mm and rotawire were selected for use. The devices were advanced to the lesion. Rotational speed was set to 180,000 rpm. Atherectomy was performed. Stall occurred when removing the rotapro in dynaglide mode. It was noted that the rotapro became stuck to the rotawire during removal. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event - over 18 years old.

Event description:
It was reported that the rotapro became stuck to the rotawire. The target lesion was located in the mildly tortuous left anterior descending artery (lad). A rotapro 1.75mm and rotawire were selected for use. The devices were advanced to the lesion. Rotational speed was set to 180,000 rpm. Atherectomy was performed. Stall occurred when removing the rotapro in dynaglide mode. It was noted that the rotapro became stuck to the rotawire during removal. The procedure was completed with this device. No patient complications were reported.